Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n316907008, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 06-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (¿2000¿ at ¿966¿; the units were not provided) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient was experiencing rebound spasticity on (B)(6) 2019. It was suspected that the catheter was not functioning properly. The patient was brought to the or (operating room) on 0(B)(6) 2019 where a hole was found in the in catheter and it was dripping the drug into the patient¿s pump pocket. This piece of the catheter was removed and replaced with a new piece. This fixed the issue and therapy was continued as usual. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was noted that the issue was resolved, and the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.